Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a nurse reported that the patient had an irritation. Nurse reported that the patient was laying on one spot for a while. The area is reported as red and irritated. There are no indications that the patient was in facility due to irritation. There was no alleged device malfunction contributing to the irritation. Patient reported that medication was applied to it while the patient was in the hospital. Follow up indicated that the patient was able to be moved a different position and the medication used that the skin irritation has improved.